Event description:
Willow breast pumps offer "replacement pumps" when their initial pumps are defective. (B)(6), these replacement pumps are shipped in brown boxes without medical seals. They are also inferior to the purchased pumps since they aren't labeled by side (right or left). They appear to be refurbished pumps rather than new medical devices. I was shipped 2 replacement pumps; one with a torn piece of packing tape holding the plain brown box closed, and a second with no tape at all. This is an unsafe manner for keeping, storing and sending medical devices. Their customer service dept refused to rectify the issue and just requested I send the pump back when I wouldn't use it since I couldn't guarantee it was safe. This is a breach of their warranty. FDA safety report ID # (B)(4).